Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, a 26mm sapien 3 valve was implanted with the native aortic annulus with the commander delivery system and a 14 french esheath. The delivery system was prepped with nominal volume. Post deployment the valve position was 80:20 aortic/ventricular with paravalvular leak. The valve was post dilated twice, with 1cc added of solution added to the balloon each time, for a total of 25cc as the final volume.  Following removal of the guidewire, moderate central aortic regurgitation was noted. The cause of the central leak was unknown, apparent poor coaptation of the leaflets. The central leak did not resolve with time or leaflet manipulation. A second 26mm sapien 3 valve was implanted successfully. The central leak was corrected, and the patient was doing well post procedure.

Manufacturer narrative:
Medwatch report number: mw5089618 the product was not returned for evaluation as it remains implanted in the patient. Imagery of the patient¿s anatomy provided revealed calcification of the native annulus. A device history record (DHR) review did not reveal any manufacturing related issues that would have been related to the complaint. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The occurrence rate for leaflet inadequate coaptation and valve central leak did not exceed the monthly control limits for applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed no deficiencies were identified. During the manufacturing process, the valve was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The complaints for leaflet inadequate coaptation and central leak were unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation. As the leaflet abnormality and the central leakage were not observed until after the valve was post dilated multiple times with additional volume, it is likely that this impacted the valve functionality. Per training manual, a potential risk with post dilating the valve is central regurgitation. Additionally, the IFU states, ¿to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon.¿ in this case, available information suggests procedural factors (valve post dilation done multiple times with balloon over inflation) may have contributed to the complaint event. However, without cine or imagery provided by the site, this root cause was unable to be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.